Event description:
It was reported that the pt has previously had a cerebrospinal fluid (csf) leak that required surgical repair, and was believed to have resolved (reference MFR report #6000030200901791). The leakage appeared to have recurred. There were no symptoms of withdrawal, overdose, or resistance. In 2008, pressure was applied to the wound and the pt was observed. The following month, radical procedure for csf leak. The pump contained gabalon at the time of the event. The pt had recovered without sequela as of 2008.